Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined because very limited information was provided; however, it is believed the periprosthetic fracture occurred due to trauma, as stated in the event description, and is not device related. Additional information, including the returned device and medical records are needed to fully investigate the event.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the doctor and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that patient fell and fractured femur around implant. A restoration modular was used with cables.

Event description:
It was reported that patient fell and fractured femur around implant. A restoration modular was used with cables.